Event description:
Wound infection, septic shock. The pt has a past medical history of two previous hospitalizations to resolve bowel obstructions accompanied with severe pain. On january 5, 2000, the pt underwent a surgical bowel procedure (following an exploratory laparoscopy) for removal of an obstruction secondary to a diagnosis of abdominal adhesions. At this time the seprafilm was placed. Reportedly, staph was cultured at the wound site and there was possible contamination at the site. Initial blood cultures were negative. According to the rptr (a relative the pt) on january 12, 2000, the pt developed "full fledged shock" and was admitted to the intensive care unit where pt reportedly spiked a temperature. In the opinion of the rptr, it sounded as if the pt had developed "an allergic reaction" with a questionable relationship to the seprafilm product. On january 18, 2000 a follow-up call was placed to the rptr inquiring as to the condition of the pt. The rptr stated at this time that several add'l blood cultures had been performed and concluded that the reported event had been the result of a staph infection from the wound site. Rptr then stated that the physician had "opened the pt back up" and the bowels looked fine with no noted inflammation. The rptr then stated that this event was "not the result of your product."